Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's pump felt hot to touch. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.